Event description:
The pt reported experiencing elevated blood glucose of up to 33 mmol/l (594 mg/dl) on (B)(6)2010. She stated that she felt well in the morning but vomited after breakfast. She bolused through the infusion device but was unable to lower her blood glucose. She was taken by ambulance to the hospital where she was admitted for 5 days and treated with insulin IV. She also reported the menu button of the infusion device does not work properly. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.